Manufacturer narrative:
Compromised force sensor alarm during the basic occlusion test due to protruded/loose drive support disk. Unit alarmed motor error during rewind due to damaged motor sleeve pad during attempt to prime to verify operating currents. Unable to verify battery out limit alarm due to motor error alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap was sticking out. Customer reported that insulin pump was dropped on a tile floor a week prior to alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.